Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump operating as intended at the fixed speed. No notable events or alarms were captured. Per the account, there were no changes to the patient or their status that would have contributed to the events. Non-device related causes for the elevated hemolysis indices were not identified. No imaging was performed and there were no changes to the patient's care at the time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No additional complaints have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including thrombosis and hemolysis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No diagnostic testing was performed. A non-device related cause of the possible thrombus and hemolysis could not be identified. The patient was asymptomatic. There were no changes to the patient's plan of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the clinicians had concerns for thrombus and uptrending hemolysis indices. Lactate dehydrogenase (ldh) was measured at 495 up from 218 at implant. Plasma free hemoglobin (pfh) was measured at 21, up from 2. The patient was started on plavix 75mg in addition to aspirin/warfarin for up trending hemolysis labs.